Manufacturer narrative:
Visual comments and observed conditions: shp cable - evidence of cut insulation exposing internal sheathing that encloses internal wires (refer to photo). No other significant visual conditions have been observed. The device ar-8332h, serial number (B)(6), was subjected to functional testing in accordance with wi-000100858. The device was tested using a known-good shaver console unit (scu) and successfully passed all functional requirements. In reference to the customer complaint reported, "ar-8332h shaver hand control exhibited a cut in the cord,¿ the observed damage is most likely attributable to use error. Therefore, the reported allegation is confirmed.

Event description:
On 18-mar-2026, a sales representative reported via (B)(4) that an ar-8332h shaver handcontrol had a cut in the cord. This was discovered during a case with no adverse effects.